Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: vnotes case. Event description: in a vnotes case, dr. Try to use the voyant and the sound of the generator was right, and the sound of the cycle of sealing too but the device doesn't deliver energy. We tried to connect again the device, shut off and on the generator but the problem persist. As was in the first step of the surgery that they have to seal the uternie artery they prefer to change for another so they pick up a voyant 5mm and works perfect. There was not any injury to the patient. Additional information received 12jul2022: at the beginning of the operation the device didn't deliver energy. There were no alarms. Moreover, the sealing cycle end toned was heard. The activation complete/ rf done ok was displayed on the generator. Intervention: device replacement. Patient status: there was not any injury to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Eschar buildup was observed on the jaws of the returned unit. Functional testing could not confirm or replicate the complainant¿s experience of apparent low rf energy. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the root cause of the of the reported event based on the evaluation of the returned unit.

Event description:
Procedure performed: notes case. Event description: in a vnotes case, dr. Try to use the voyant and the sound of the generator was right, and the sound of the cycle of sealing too but the device doesn't deliver energy. We tried to connect again the device, shut off and on the generator but the problem persist. As was in the first step of the surgery that they have to seal the uternie artery they prefer to change for another so they pick up a voyant 5mm and works perfect. There was not any injury to the patient.additional information received from market implementation manager via email on 12jul22:at the beginning of the operation the device didn't deliver energy. There were no alarms.moreover, the sealing cycle end toned was heard. The activation complete/ rf done ok was displayed on the generator. Intervention: device replacement. Patient status: there was not any injury to the patient.